Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. The pump was also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads, corroded electronic assembly and corroded motor home switch during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump fell into the water.